Event description:
Over a period of time, hp has experienced trouble using the patient's homechoice machine in combination with the patient's homechoice sets during the patient's automated peritoneal dialysis (apd) therapies. After hp complained of shortness of breath, and pressure in chest, rn took an x-ray of hp which revealed there was fluid in the patient's lungs which rn attributes to inadequate dialysis treatments. The "inadequate treatments" were a result of the repeated alarms hp was experiencing over a long time span. Hp was hospitalized two days in 2001 and was released after the patient finished performing the patient's dialysis treatment at the unit. To resolve this issue rn dialyzed hp with 4.25% dextrose, which has taken care of the issue. Hp has not reported any further issues.